Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the hematology department. This event involved a (B)(6) at the time of this event. The physician performed a detailed examination of the catheter before insertion and alleged that "everything was good." The physician inserted the cannon 2 catheter into the pt's jugular vein on (B)(6) 2014. When the physician checked the catheter on (B)(6) 2014, he found a "crack on the hub." As a result, the device was removed and a new kit was opened and used by the physician to replace it and proceed with the surgery successfully. There was no delay, harm, complication, death, or injury reported to the pt as a result of this occurrence.